Event description:
It was reported that the left ventricle (lv) lead was damaged during an implant procedure. The lv lead was not used. A new lv lead was implanted successfully. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported event of ¿product damaged ¿was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the inner coil was offset at two locations consistent with procedural damage. The cause of the reported event was consistent with procedural damage. The s-curve height was measured to be within specification.